Event description:
It is possible for the clinical staff to plug in merge hemodynamics v1 cables in a 180 degree out orientation on a v2 pdm and receive 2x pressure readings. Double pressure readings were obtained from new v2 pdm when v1 cables were used. Merge rep is under impression that v1 cables cannot be plugged in to v2 pdm without contortion or modification during insertion, but cables have same connection end. It may also be possible to plug cables in at 90 degree and 270 orientations. The v2 box has a label stating to only use v2 cables, but staff were unaware there was a difference between a v1 and v2 cable, and the cables do not appear to be clearly marked to differentiate between the two, or indexed to prevent a version 1 cable from fitting into a version 2 pdm. This caused double pressure readings on the hemo system. Pt was removed from the room and transferred to the other lab, re-prepped the pt and completed the procedure. The pt was not harmed, but it did require getting add'l access due to the potential that the original site was contaminated during the moves. The potential risk of contamination was low, as the site was dressed with a sterile dressing, but new access was obtained out of an abundance of caution. No adverse outcome occurred. There was a case delay of 30 mins due to the event. Concern exists that the cables themselves are not labeled for version 1 or version 2 and that the cable connectors are similar enough to allow for easy connection with v2 pdms. Images are available showing the different cable ends and the ability to insert the v1 cable in the 180 degree orientation on a v2 pdm.